Manufacturer narrative:
A photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a particle at the tubing line. It was unclear from the photograph whether the particulate matter was inside or outside of the tubing line. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that there was a red particle in the tubing of a large volume infusor. This was noted after filling. There was no patient involvement. No additional information is available.